Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported during a left partial mastectomy with needle localization procedure when the specimen was removed and sent to radiology and pathology, the radiologist reported that the localization wire was not in the specimen. After careful examination, it was determined that the wire was still in the patient and was migrating. The migration of the wire was tracked and a surgeon was able to remove the wire surgeon by pulling it our manually through the initial incision. The manual removal caused additional surgery time under general anesthesia and fluoroscopy. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation a review of the drawings, manufacturing instructions and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.